Event description:
It was reported that a user of the ilet experienced hypoglycemia after fasting for a blood draw, with blood glucose decreasing to 45 mg/dl and later rising to 224 mg/dl after the user consumed a regular lunch without announcing a meal; subsequent guidance was to allow automated corrections and to consult the healthcare provider regarding any future device disconnection during procedures. Symptoms included lightheadedness and a subjective feeling of hypoglycemia, which resolved after treatment. Outcomes included transient hypoglycemia followed by hyperglycemia with recovery to in-range glucose and no alerts, alarms, or medical intervention. Investigation included customer care follow-up, user education on hypoglycemia treatment and meal announcement, and review of device use with oral glucose guidance. Investigation of this case revealed user management of hypoglycemia with non-standard treatment and subsequent system-driven correction without device malfunction. It was concluded that the event was related to user behavior during fasting and post-event meal handling, with the device operating as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.